Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, the patient experienced pain around the stoma and infected granulation. It was reported that the patient experienced peritonitis and patient was treated with unspecified antibiotic medication. In (B)(6) 2017, the patient recovered.